Event description:
It was reported that the patient was seen in the clinic for a follow-up. The device was unable to be interrogated by multiple programmers. A magnet was placed on the device, but no pacing could be induced. The patient was asymptomatic. The device remains implanted. No intervention was performed at this time.